Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer site. While onsite, fse noted bubbles in the wash pump. Fse replaced wash pump assembly. Fse also replaced wash valve, rotor, stator and cap with parts from customer stock. On completion of service activities, fse performed system check, precision tests and controls which returned acceptable results. Fse noted instrument was performing within specifications. In conclusion, the cause of the non-reproducible elevated access accutni+3 result is a hardware malfunction. Beckman coulter internal identifier for this report is (B)(4).

Event description:
On (B)(6) 2019, the customer reported obtaining a non-reproducible elevated troponin I (access accutni +3) result for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) on (B)(6) 2019. The initial result of 0.47 ng/ml, obtained at 07:18am, was reported out of the laboratory. The sample was repeat tested at 8:43pm on the same analyzer and a result of 0.00 ng/ml was obtained. The customer did not provide a reference range. The beckman coulter access accutni +3 reference range is 0.00 - 0.03 ng/ml. There was a report of change to patient treatment which occurred in connection with this event. The patient underwent a cardiac catheterization procedure. No further information regarding change to or impact to patient care was reported in association with this event. Quality control was passing within specifications at the time of the event. A system check performed on (B)(6) 2019 failed; system check was rerun on (B)(6) 2019 and passed within specifications. Calibration performed on (B)(6) 2019 was within specifications. The customer reported errors in wash valve movement. No other assay or hardware issues were noted. No issues with sample integrity were reported by the customer. No information regarding sample collection tubes, centrifugation, storage or other information was provided.